Manufacturer narrative:
Updated field: h2. Correction: d8, e4, h3, h8.

Event description:
No additional information received from customer.

Event description:
It was reported the gastrointestinal videoscope displayed no image. This occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) e1 - address (B)(6) the device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.